Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a grommet/setscrew problem during the lead reduction surgery. The physician noted the positioning screw slipped. The cardiac resynchronization therapy defibrillator (crt-d) was not implanted and a new device was used. No patient complications have been reported as a result of this event.